Event description:
Per the clinic, the patient developed an infection at the abutment site. The patient was treated with oral and topical antibiotics (specific date and duration not reported) and underwent skin revision (date not reported) to have the site cleaned, however, the issue did not resolve. Subsequently, the patient underwent revision surgery under general anaesthesia on 2017 (specific date not reported), in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system.